Event description:
It was reported that the superion indirect decompression system implant procedure was aborted due to insufficient imaging post sedation. The patient is doing well. No device will be returned for analysis as there was no malfunction and they were retained by the facility.